Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head disintegrated in mouth while brushing, plastic head and metal pin got loose [device breakage]; no adverse event [no adverse event]. Case description:report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6) 2017 that 2 brush heads from a 4 pack of oral-b precision clean brushheads had disintegrated in his/her mouth while brushing with an oral-b rechargeable toothbrush, version unknown. The reporter described that only the plastic head of the first brush head was loose in his/her mouth, and both the metal pin and plastic head were loose with the second brush head. They were not swallowed and no symptoms developed. The consumer reported he/she had previously used precision clean brush heads. Relevant history: none reported. No further information was provided.